Event description:
Baxter adult manual resuscitator bag section separated from device head rendering it unuseable during a cardiac arrest resuscitation. A spare device was readily available and was quickly substituted. This incident did not result in an adverse outcome to the pt since an alternate device was readily available.